Manufacturer narrative:
During a review of the vigilance system and advisory notice procedure a gap was noted in relation to the regulatory reporting of "same/similar" products. Reporting positions and procedures were updated to comply with regulatory requirements. For "same/similar" products a retrospective review of complaints for a 2 year period (shelf life of the products) was performed. Reportable cases were identified, this MDR is a retrospective filing that was identified during this review. Investigation results: retention devices were tested in-house. Customer's observation was not replicated in-house with retention products. The testing results indicated that all devices yielded correct negative results on clinical negative urine samples. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined from the insufficient information provided and without patient specimen in-house analysis. This issue will be tracked and trended, no further action required. In conclusion, from the investigation no product deficiency was identified. This complaint will be tracked and trended.

Event description:
The customer reported that they have received a false positive result with alere pregnancy test kit lot # hcg9062020 which occurred on (B)(6) 2019. Although requested, no further information has been provided.